Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Customer called in regards to erratic result. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 270 and 301 mg/dl. Customer had also stated he noticed that his results are higher than normal lately but that his doctor is working with him regarding the issue. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).